Event description:
The fse reported that the system would not power on. This resulted in a total loss of imaging functionality. This is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The workstation transformer was evaluated and restrapped. The system was tested and found to be working as intended and returned to service.